Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the similar incident review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported patient effects of pain and thrombosis are listed in the xience prime, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 one 4.0x38 mm xience prime btk stent was implanted in the tibioperoneal trunk artery. On (B)(6) 2024 the patient had a total occlusion with claudication. There was also in-stent occlusion. Revascularization such as drug eluting balloon dilatation, thrombectomy and lysis was performed in the superficial femoral artery, popliteal artery and truncus tibiofibularis occlusion. No additional information was provided.